Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2016-oct-03. It was reported that the patient had issues with the pump since it was implanted and that she had ¿some¿ revisions. It was noted again that ¿it took 3 sticks to do a refill¿ and it was confirmed that the pump flipped. It was indicated that she had a revision to flip the pump and that they did not have the patient wear a corset after her last revision. It was also reported on 2016-oct-14 that her ¿pump problems¿ lasted into 2014 and altogether had three pump surgeries, and later said that she had four pump surgeries. It was indicated that she had a revision to flip the pump and that they did not have the patient wear a corset after her last revision. The indication for use for the implantable pump was non-malignant pain.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient¿s alarm date was scheduled for (B)(6). When she went in for her refill at the beginning of the month, the healthcare provider (hcp) was unable to refill the pump. The patient went back a week later and again two days after that, but the result was the same. It was indicated that the pump was x-rayed and was seen to have flipped. The patient then started to hear a single-tone alarm on (B)(6) every four or five hours and started hearing a dual-tone alarm on the day of report. It was reported that the revision would be the patient¿s third pump related surgery. She reportedly could not get an appointment with her doctor until (B)(6) 2014. The device system was used to deliver dilaudid.